Event description:
It was reported that the pt experienced seizures and was very lethargic. The pt was hospitalized in the intensive care unit. The nurse caring for the pt indicated that she did not believe the seizures were related to the device but this was not certain. The hcp was considering device troubleshooting. The pump contained baclofen; concentration and daily dose were not reported. Unable to follow-up with contact info provided, no additional information was obtained. Additional info indicated the pt was traveling when she presented to the hosp. The pump rate was decreased at the request of the hosp physician. As there were no changes in the pt's symptoms; the previously programmed rate was resumed. The hcp did not feel it was a device issue, so no studies were done. The patient has other unspecified medical complications that are contributing to her hospitalization including mrsa. No other information was provided or available.